Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was conducted due to suffering armd. Pseudotumor and tissue necrosis were found around joint of the patient, so they were removed out of the patient body.

Manufacturer narrative:
Conclusion and justification status: the complaint states the primary tha surgery had been operated at (B)(6) on date of (B)(6) 2008, however, the revision surgery was conducted at (B)(6) due to suffering armd. Pseudotumor and tissue necrosis were found around joint of the patient, so they were removed out of the patient body. After removing the cup of pinnacle, the 58mm/40mm cup was inserted and the ceramic head 40mm was inserted instead of metal head. A complaints database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The primary tha surgery had been operated at (B)(6) on date of (B)(6) 2008, however, the revision surgery was conducted at (B)(6) due to suffering armd. Pseudotumor and tissue necrosis were found around joint of the patient, so they were removed out of the patient body. After removing the cup of pinnacle, the 58mm/40mm cup was inserted and the ceramic head 40mm was inserted instead of metal head. On 11 nov 2016 update received : product code:1217800052/lot number:00756. The product will not be returned. No further information or x-rays are available.